Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that a revision procedure was performed, this right ventricular lead was successfully repositioned due to migration. No adverse patient effects were reported.